Manufacturer narrative:
The fse (field service engineer) was on site and confirmed what the customer reported. The fse replaced the blood sampling valve (bsv) to resolve the issue. Bec internal identifier - (B)(4).

Event description:
The customer reported that their dxh 800 hematology instrument generated erroneous platelet (plt) results on patient samples. The customer confirmed that 6 patient results generated erroneously high, unflagged patient results that were identified due to patient conditions. The erroneous results were reported outside the laboratory. The customer also reported one patient did not receive a blood transfusion because of the erroneous high plt result. The patient was redrawn, and sample was run on another instrument, a lower plt result considered correct resulted in a blood transfusion. There were no adverse events that resulted from the delayed blood transfusion.

Manufacturer narrative:
Follow up 01: the fse (field service engineer) was on site and confirmed what the customer reported. The fse replaced the blood sampling valve (bsv) shaft and no longer observed the reported issue. The bsv shaft was returned to bec for further inspection on 30-dec-2022. The tests performed with the returned bsv shaft were unsuccessful in reproducing the elevated plt results reported from the customer site. Additional experiments were also unsuccessful in duplicating the high plt results. Service records were reviewed on 12-jan-2023 and the customer has not called to report a recurrence of the event to date. Bec internal identifier - (B)(4).